Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion test, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's reservoir is not working with the insulin pump. The caller mentioned no "no delivery" alarm in the alarm history. The customer's blood glucose level was 17.2 at the time of the incident. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis.